Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported insulin pump battery lasts less than expected resulted, customer experienced hypoglycemic event. The customer reported hypoglycemic event was treated with glucose/carb intake. The event involved product(s) mmt-342, mmt-1884, mmt-7040a, mmt-431ah. Troubleshooting was performed. No further patient complications were reported. No product return is required for mmt-342. Mmt-1884 was requested and customer response was the device was returned. No product return is required for mmt-7040a. No product return is required for mmt-431ah.

Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, and displacement accuracy test. Successfully downloaded the trace and history files using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing or noted in the history files. Found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, corroded battery tube, missing display window/cover, and corroded home switch. No power errors noted and passed all required testing. Pump passed functional testing. Unable to confirm alleged high bg's and low bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.